Event description:
Patient suffered an accidental degloving puncture injury to the left lower extremity that was caused by an exposed and broken plastic bumper on the side of the bed while attempting to exit the bed.